Event description:
The pt went into withdrawal close due to pump refill date. The pt was hospitalized. Symptoms included not feeling well and being in pain. The pump was being refilled with morphine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.